Event description:
It was later reported that the physician admitted the patient and found a granuloma at the tip of the catheter, which the physician believed to be in the epidural space versus the intrathecal space. It was further stated that the granuloma was in the epidural space. The pump was allowed to run dry until (B)(6) 2013, when the pump was removed and a new pump and catheter were implanted. The remainder of the catheter was sent to pathology. The patient still had some difficulty walking since the granuloma was removed in (B)(6) 2013. The patient had made improvement, but continued to have some difficulty with mobility. The patient was noted to have required hospitalization. The patient¿s status was alive and with injury. The medication used within the system was infumorph. It was later reported that the representative ¿did not believe the catheter was intentionally placed in the epidural space¿. It was later reported that the pump was ran dry since (B)(6) 2013. The patient recovered with sequela. No rotor or dye studies were performed. Two motor stalls with recoveries were noted in the logs on (B)(6) 2013. The first stall occurred at 9:07 and recovered at 10:10 the same day. The second stall occurred at 20:50 and recovered at 21:40 the same day. Information reasonably suggested the stalls seen within the logs occurred during the previously reported MRI¿s.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was brought to the emergency room because of the inability to walk. Additionally, the patient had not had relief of symptoms since implant, despite several dose increases. After 2 mris, it was seen that the catheter was epidural and an inflammatory mass was seen. The surgeon explanted the spinal catheter segment and inflammatory mass to remove pressure from the spine. He then tied off the remaining catheter segment and left the pump implanted. The patient's status at the time of report was unknown. Three days later, it was reported that the patient was "doing better." The physician was planning to implant a new catheter, but no date had been set. The drug used in this system was dilaudid.

Manufacturer narrative:
The catheter was not returned for analysis. Analysis of the pump revealed no anomalies. The pump passed all non-destructive testing.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.